Event description:
During an in clinic follow-up, the device was unable to be interrogated. A magnet was used and it was noted that the response rate of the device was high. A device exchange is anticipated. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.